Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-07495). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented for follow-up and premature battery depletion was observed. It was also noted that there was a short margin between eri and eol. Device was explanted and replaced.